Manufacturer narrative:
Corrected data: additional information received from the surgery center revealed that there was no patient contact with the lens. Upon reviewing the complaint folder, it has been determined as there was no patient contact with the lens, the reported haptic damaged is no longer considered a reportable event. Therefore, no further information will be submitted under medwatch. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided, but the best estimate date is during 2020. Implant date: unknown/ not provided. Explant date: unknown/ not provided. Attempts have been made to obtain missing information; however, to date, no response has been received.

Event description:
It was reported that the intraocular lens (iol) had bent haptic. It was unsure if they were bent upon opening or after being loaded. No other information was provided.